Event description:
A malfunction alarm labeled as ¿malf 0¿ was reported. There was no reported impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the malfunction reappears. The customer confirmed understanding of these instructions.